Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving sufentanil via an implantable pump for non-malignant pain. It was reported that the patient stated shortly after their implant date, about a week and a half after the surgery, the implant got very infected and was red and swollen around it; the patient stated there was fluid around the pump and also an infection. The patient saw the physician's partner, the physician, who thought they were going to have to do an emergency surgery but then decided to give the patient bactrim to help which the infection, which it did. The patient reported they had surgery yesterday ((B)(6) 2026) with the physician to clean it up. The agent documented information given and redirected to the health care provider (hcp) to further address.